Event description:
It was reported that the patient required a left ventricular lead revision surgery due to stimulation. Lead dislodgement was noted. It was also reported that during the procedure the lead was "accidently" cut while opening the pocket. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal segment of the lead was returned, visual analysis was performed, and indicated that no anomalies. However, it was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.